Manufacturer narrative:
Procedure performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. It was noted that the all three vectors failed with the automatic setup but passed at implant per device note. Change in amplitude and morphology was also observed. The therapy was disable until evaluated by the clinician. Programming options were recommended. The device was going to be permanently turned off and possibly extracted. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. It was noted that the all three vectors failed with the automatic setup but passed at implant per device note. Change in amplitude and morphology was also observed. The therapy was disable until evaluated by the clinician. Programming options were recommended. Currently, this product remains in service and no additional adverse patient effects were reported.